Event description:
It was reported that the customer has staplers that are jammed. It is unclear from the report if the discovery of the jammed staplers occurred prior to use or during use. At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Part number 528135 was not being manufactured currently, however, another part number from the same family was used for the "verification of failure mode reported in the current manufacturing process" and was conducted as follows: (B)(4) staplers were taken from the current production from part number 528235 visistat 35w 6/box lot# 73e2300613 the staplers were functionally inspected and issue reported "misfire/jamming - staples not firing" was not observed in the current manufacturing process, the staples were loaded and released correctly. DHR investigation did not show issues related to complaint. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. ********** additional information received on 19 june 2023 states that the issue occurred while in use on a patient. There was no harm or injury to the patient. A new stapler was used to complete the procedure. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that the customer has staplers that are jammed. It is unclear from the report if the discovery of the jammed staplers occurred prior to use or during use. At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be completed as no lot number was provided. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.